Event description:
Additional information was received that the device was explanted to resolve the event.

Manufacturer narrative:
The device was unable to establish telemetry upon receipt. Analysis revealed device battery voltage was at end of life due to normal usage. Analysis performed after replacing with new battery did not find any anomaly. Longevity assessment was performed, and the implant duration exceeds of total projected longevity indicating normal battery depletion.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. Premature battery depletion was suspected. A device exchanged was scheduled, however no intervention has been performed. The patient was in stable condition.

Manufacturer narrative:
The estimated implant date is feb 2023.